Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the or, the user had difficulty inserting the guide wire into the ars, and as a result, the guide wire was pulled out of the ars. The user commented that he/she met with difficulty not only inserting, but also removing the wire from the ars resulting in the wire becoming stretched. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The report that the guide wire stretched was confirmed. Returned were a guide wire, a guide wire advancer, and other components. The ars was not returned. The guide wire was unraveled at the distal end. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the proximal weld is intact. The core wire measured approximately 68.4 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.808 mm. This met specification of 0.788 - 0.826 mm per the guide wire graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force could damage or break the wire. The dev ice history records for the guide wire and ars were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.